Event description:
On 2021-apr-22, additional information was received from the manufacturer representative (rep). They reported that during a potenti al pump replacement, it was discovered that the pump pocket was infected. This could've been the result of the swelling at the pump pocket. When the catheter was detached from the pump, it was observed that there was soft tissue in the connector hub that appeared to be infected so it was also assumed that the catheter was infected up to the tip. Both the pump and catheter segments, spinal and pump, were explanted. The patient would go to implant again once the infection has proven cleared.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6),implanted: (B)(6) 2014, explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed no significant issue; elective replacement indictor (eri) due to time progression occurred. Analysis of the catheter revealed a non-significant anomaly regarding dried drug, blood, or foreign material occlusion in the catheter body. H6 correction: the device code c76121 was not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml) via an implantable infusion pump. It was reported that the patient's contractions had worsened and the pump pocket was swollen. The doctor thought that there was a catheter leak at or near the pump. A dye study was attempted but the provider could not find/access the catheter access port. It was noted that the patient's mother lifts the patient from their left side when moving him from his chair to his bed and the doctor assumes that this is what may be causing the issue. Additional information was received indicated that the a pump infection was found with the patient was in urgent care and the were placed on antibiotics. Resolution of the pump pocket fill will further be assessed at the time of the replacement scheduled on (B)(6) 2021.